Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. (B)(4).

Event description:
Published article 'arteriovenous hybrid graft with outflow in the proximal axillary vein' (allen murga; jason chiriano; sharon kiang; sheela patel; christian bianchi; ahmed abou-zamzam; theodore teruya; ann vasc surg 2017; 42: 39-44; http://dx.doi.org/10.1016/j.avsg.2017.02.002) was reviewed. The paper describes major efforts to increase creation of native arteriovenous fistulas in the united states. The paper follows 8 patients with end-stage renal disease that underwent placement of the gore® hybrid vascular graft in the proximal axillary vein for outflow. The results section of the paper identified 1 patient 'needing revision within the first 2 days of (graft) placement'.